Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the patient presented to the hospital and upon interrogation the pacemaker was noted to be in safety mode. Oversensing of myopotential noise was observed on the electrocardiogram causing multiple occurrences of pacing inhibition. Subsequently a revision procedure was performed where the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial investigation of the device noted it had no telemetry and no pacing output. The device was sent to the analytics laboratory for residual gas analysis, where no hydrogen was noted. The device case was then removed, and the battery voltage was measured to be at 1.614 volts, which was too low to support device functions. An external power source was connected to the battery hybrid, where its current drain was observed to be normal. The battery was then sent to the battery laboratory for further analysis, where it was determined the battery had a depleted cell with no battery-related issue determined. Analysis concludes the allegations made against the device were confirmed through testing, however, detailed analysis of the battery was unable to find a cause, and the device hybrid current was as expected.

Event description:
It was reported that the patient presented to the hospital and upon interrogation the pacemaker was noted to be in safety mode. Oversensing of myopotential noise was observed on the electrocardiogram causing multiple occurrences of pacing inhibition. Subsequently a revision procedure was performed where the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.